Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('movement of device'), embedded device ('coils have migrated slightly into the myometrium') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, menorrhagia, flank pain and dysuria. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("coils have migrated slightly into the myometrium"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), fatigue ("fatigue"), feeling abnormal ("brain fog"), urinary tract disorder ("urinary problems") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, embedded device, genital haemorrhage, device expulsion, pelvic pain, allergy to metals, fatigue, feeling abnormal, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, device expulsion, embedded device, fatigue, feeling abnormal, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both essure springs could be visualized deployed. A good result is obtained from essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('movement of device'), genital haemorrhage ('bleeding') and embedded device ('coils have migrated slightly into the myometrium') in an adult female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, menorrhagia, flank pain and dysuria. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("coils have migrated slightly into the myometrium"), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), fatigue ("fatigue"), feeling abnormal ("brain fog"), urinary tract disorder ("urinary problems") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, genital haemorrhage, embedded device, device expulsion, pelvic pain, allergy to metals, fatigue, feeling abnormal, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device dislocation, device expulsion, embedded device, fatigue, feeling abnormal, genital haemorrhage, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: both essure springs could be visualized deployed. A good result is obtained from essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.